Event description:
It was initially reported that the patient would be referred for replacement. Further information was received that the patient's device was at a near end of service status and the device was disabled. The programming session details showed the device was programmed to 3ma output current however was only able to deliver 1ma. No additional relevant information has been received to date.

Event description:
Additional information was received the patient's generator was replaced due to battery depletion. The explanting facility historically does not return explanted devices so product return is not expected.

Event description:
Additional information was received the patient was being referred for replacement due to eos. The previously reported disablement of the patient's device is suspected to be caused by the device reaching an eos pulse disabled status. A battery life calculation for the device found the device is likely at an eos status based on the available programming data. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.